Event description:
It was reported that the patient was hospitalized due to an infection at the implant site. The patient was treated with antibiotics (type unknown). The patient was discharged from the hospital and continued with targocid antibiotic for three more days. When more information becomes available, a supplemental report will be submitted.